Event description:
Zephyr valve procedure was performed on (B)(6) 2026. Patient was admitted for febrile dyspnea on (B)(6) 2026. It was identified that symptoms were caused by a hemothorax. After drainage, symptoms remained. Bronchial torsion was identified on (B)(6) 2026 and valves were removed. Investigation is ongoing.